Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high, out-of-range right ventricular (rv) pacing lead impedance measurements measuring greater than 3,000 ohms. At this time, the system remains in service. No adverse patient effects were reported.